Manufacturer narrative:
H6; code 100: insufficient cartridge weld. Visual inspections & results: head rotates; abc)yes. Nose shroud cracked/broken; a)yes bc)no. Staples in ose; abc)yes a)1 inverte. Staples in the track; abc)yes. Trigger engaged with precock; abc)yes. Functional tests & results: cycled instrument; a)no bc)yes. Analysis conclusion: a) it was concluded that the reported inst. "Jammed" during surgery may have been due to an inverted staple in the cartridge nose which caused the inst. To jam. The inst. Was received with an inverted staple jammed in the nose and with an insufficient cartridge weld. The inverted staple was removed from the nose, but no functional testing could be performed due to an insufficient cartridge weld. It was concluded that the insufficient weld was due to an assembly error and had allowed the staple to invert and jam into the nose. Bc)it was concluded that the insts. Were conforming with regard to staples feeding, firing and forming. The insts. Were received in good physical condition and inst. "C" was noted to be very clean. The insts. Were examined and were found to be functional and were cycled, fired, and properly formed: b) the remaining 12 staples without incident. C) the remaining 25 staples without incident. Note: it was originally reported that 4 insts. Were being returned, but only 3 were received. A) the assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve the products. Bc) each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.

Event description:
The device was used during a laparoscopic hernia repair. It was reported by the affiliate that the device jammed. There was no consequence to the pt.